Event description:
An endurant aortic extension stent graft was implanted, to reline a non-mdt (terumo) stent graft with a ia endoleak. It was reported, that during the index procedure, the non-mdt stent graft was implanted. Two dry seal sheaths were inserted, one into the left femoral artery to insert the delivery system, but the access vessel was over calcified, so it could not be placed. And one was inserted through the right femoral artery and the stent graft was deployed. However, it could not be placed perpendicularly to the blood vessel. A ia endoleak was observed, so an endurant stent graft was implanted. The endoleak decreased, but still remained. No more treatment was performed for the ia endoleak. Right bundle branch ischemia was confirmed, and vascular dissection was observed, so an anastomotic was planned to separate the blood vessels. Thrombosis was observed, in the area during the dissection anastomosis, so a thrombectomy was performed. And the procedure was completed. 3 days later ischemia was observed, and a non-mdt bare stent was placed from the peripheral leg region to the femoral artery. Which resolved the ischemia. 19 days post, the index procedure, the patient died of intestinal rupture, due to ischemic enteritis. It was noted, that originally, the patient's access vessel was calcified. And there was vascular tortuosity at the placement site, so the risks were recognized, prior to the surgery. When the device was being inserted and retracted, it was believed, that the blood vessel was rubbed and the thrombus flew to the sma (superior ligament artery). It is unknown, if the endurant stent graft caused or contributed to the patient death. No additional clinical sequalae were provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was clarified that right leg ischemia occurred as opposed to right bundle branch ischemia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.